Event description:
No additional information received from customer

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication endoscopic error b31 and no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction communication endoscopic error (b31), no image displayed, and flickering image was due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the laparoscope gynecologic was flickering and an error message was displayed. This issue was found during inspection for use. There were no reports of patient involvement.